Event description:
It was reported that the system had a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rp evaluated the system and replaced the 5 volt power supply. The system operates an intended.